Event description:
It was reported that during the procedure, after pre-dilating the target lesion using an unspecified device, during advancement of a 4.0x12x135 rx herculink elite balloon expandable renal stent system to a heavily calcified lesion in the ostial area of the tight, heavily tortuous left lower renal artery, resistance was felt, force was applied, and the rx herculink system lunged forward past the target lesion. When pulling back the stent system, resistance was felt, force was applied, and the stent dislodged from the balloon, inside of the renal artery. The rx herculink elite renal stent system was then advanced back into the dislodged stent, and the balloon was inflated, deploying the dislodged stent at an unintended site, located 6 millimeters distal to the target lesion. The herculink system was withdrawn from the anatomy, and a non-abbott stent was successfully deployed at the renal intended site. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the warnings section of the herculink elite renal and biliary stent system instructions for use states: should unusual resistance be felt at any time during lesion access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.